Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: 20mg/dl, "lo", 122 mg/dl, 312mg/dl, "175mg/dl. No adverse event reported.